Event description:
It was reported that the paddle where the cord was coming out from the paddle was getting really hot as well as the relay box. Pt stated that they were trying to recharge the ins, however the ins only got up to 50%. When asked for the event date, pt stated that it had been in the past like couple weeks. The patient also reported sometimes when they would unlock the controller, the controller would display no device found. Pt stated that they would place the controller closer to the ins, however no device found would still appear. Pt stated that they would reset the controller and the issue would be resolved, however the issue would then happen again a couple days or a week later. Pt stated that the ins would be fully charged when the controller would display no device found. When asked for the event date, pt stated that it had probably been about maybe a couple months.  An email was sent to the repair department to replace the recharger and controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4)h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.